Manufacturer narrative:
The technician replaced the power plug and returned the unit to service.

Event description:
It was reported that during a field service maintenance visit it was noted that the power plug was sparking. There was no patient involvement and no adverse consequences associated with the device.